Manufacturer narrative:
(B)(4). Final analysis found that the a-ring contact spring and v-ring contact spring were contaminated. The springs were contaminated with aluminum oxide, the compound used in buffing the devices. This compound was preventing connections between the slot and the spring needed for signal transmission resulting in high impedance measurement. (B)(4).

Event description:
It was reported that during the implant procedure, the setscrew on the pulse generator would not tighten. When the ventricular lead was tested through the device, it exhibited high impedance measurements. The device was not used and a new device was successfully implanted. The patient¿s condition was stable.